Event description:
Surgeon reported that pt had a staple line gastric leak at the stomach pouch formation. Pt status at time of report was ok, surgeon was planning on reoperating 6/2001. After initial report surgeon gave no info for pt identifications, date of implant, explant status, other interventions, or pt status after intervention.